Manufacturer narrative:
(B)(4).

Event description:
It was reported that a battery longevity discrepancy was observed. In (B)(6) 2016, it was 4.2 years and in (B)(6) 2016 was 1.5 years. The longevity estimation in (B)(6) was consistent with in house calculations. St. Jude medical representative explained that programmer could display longer than expected longevity due to small fluctuations in battery voltage. Patient was continued to be monitored. When the ICD was returned due to normal eri, device evaluation showed that the discrepancy in longevity estimates was due to a programmer software issue.